Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of capture for unknown reason. Additional information has been requested and it is unknown if this lead has been replaced with a new non boston scientific lv lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.